Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the burning electrical smell was coming from the med room. The field service engineer replaced the power supply on the main to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smelled like fire. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation system had burned smell in the med room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a burned smell in the med room. The field service engineer replace the power supply on the main to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.